Event description:
Related manufacturer reference number: 2017865-2021-17159. It was reported that the patient presented in the emergency room upon receiving shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator had gone into backup operation unexpectedly, resulting in ventricular tachycardia (vt) induction. The shocks were deemed appropriate to mitigate the vt. It was further noted that the patient's right ventricular lead was exhibiting low defibrillation impedance and high capture threshold. The ICD was explanted and replaced and the lead was capped and replaced on 17 apr 2021. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis of device image found the device went into backup mode due to a por (power-on reset). The cause of the power-on reset was determined to be the lead to can arc, traced to damage to the device. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.